Event description:
Account reported that during an intervention on a heavily calcified right coronary artery, the guideliner catheter was placed. Physician advanced balloon and dilated the lesion, but was unable to place a 2.25mm cypher stent due to resistance. At that point, the physician noticed a spiral dissection of the right coronary artery. The physician was able to quicky deploy the stent in the vessel, but had to place three additional stents to seal off the dissection.

Manufacturer narrative:
Guideliner was discarded by the hospital. Manufacturer is unable to determine the cause of the event, or if guideliner attributed to the cause. (B)(4)